Manufacturer narrative:
Additional information: the lead was not replaced. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead was replaced. There were no adverse consequences to the patient.